Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there was incorrect labeling on this product. The label on this product, the address does not match between the packaging and the actual device license. The physical product shows "distributed by: smiths medical asd, inc with the address of (B)(4) and not the minneapolis address on the mdall". There was unknown patient involvement and unknown harm/adverse event was reported.